Event description:
It was reported that the programmer was unable to be updated with new software. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that software was unable to be updated and it was therefore reloaded and the hard drive reconfigured. Analysis also noted that the keyboard latch was broken, there was intermittent stylus operation and that it was unable to be calibrated and that the display screen was dim at times and flashed. The keyboard, stylus and display screen were all replaced and the stylus calibrated to the associated display screen. (B)(4).